Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Fluoro imagery was provided and showed 'valve inflation initiated with flex tip over proximal balloon shoulder, leading to incomplete balloon inflation'. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system IFU was reviewed. Potential adverse events include, 'valve deployment in unintended location'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for inflation difficulty and/or incomplete inflation is confirmed based on provided procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'the team was moving quick during deployment and the pusher was not pulled back. The balloon pushed the valve into the ascending aorta and it embolized when the balloon was inflated. The team then inflated the balloon and moved the embolized valve to the descending aorta and deployed fully.' Per the additional information received, 'the balloon was [inflated] too early, before the pusher was pulled back.' The IFU and training manual emphasize the importance of retracting the flex catheter tip from the inflation balloon and positioning it over the triple marker prior to valve deployment. This positioning ensures the balloon inflates properly without any obstruction. If the flex catheter blocks the inflation balloon, it can lead to asymmetric inflation and lead to valve embolization, as reported in this case. As such, available information suggests that use error (flex tip not retracted prior to balloon inflation) may have contributed to the reported event. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, the valve embolized. The team was moving quick during deployment and the pusher was not pulled back. The balloon pushed the valve into the ascending aorta and it embolized when the balloon was inflated. The team then inflated the balloon and moved the embolized valve to the descending aorta and deployed fully. A new valve was prepped. The patient did arrest due to aortic regurgitation. The new valve was deployed and the patient stabilized. It's noted that the aortic regurgitation was caused by the embolization. The perceived root cause of the aortic regurgitation was pulling back on the valve attached to the balloon.